Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box showed data from 07/18/2016 to 07/26/2016. The data from the time of the complaint was unavailable for review due to continued pump use. A review of the current black box data did not indicate any evidence of short battery life. The battery compartment was intact and the battery cap was able to fully tighten. The pump powered on normally and did not draw excessive current. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.